Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer at times would change the supplies. The customer's blood glucose (bg) level was reported to have been in the 300-400 mg/dl range with small levels of ketones present. Manual insulin injections and boluses via the pump were used to address the bg level. The customer reverted to using a backup pump to manage diabetes. Tandem customer technical support (cts) was unable to troubleshoot the past alarms and as the customer was not using the tandem pump at the time cts was contacted, a possible cause of the occlusions was unable to be determined.